Manufacturer narrative:
Pending follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Information was received that alleged a catheter revision. It was reported that the patient had little to no therapy, and that the original catheter was assumed to be epidural. The catheter was discarded.

Manufacturer narrative:
Clinical specialist (cs) confirmed that the issue was related to the initial placement of the catheter. Per the instructions for use of the device, catheter malpositioning is a known possible risk of use of the device. Internal complaint number: (B)(4).